Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned modular cable confirmed damage to the outer jacket; however a specific cause for the observed damage could not be conclusively determined through this evaluation. In addition, the report of exposed wires could not be confirmed through this evaluation. The heartmate 3 modular cable was returned in used condition. A mesh fabric was wrapped around the outer jacket from approximately 11" to 15.5" from the in-line connector. Upon removal of the mesh fabric, a few areas of damage where the outer jacket had torn were observed approximately 13.5¿ to 15.5¿ from the in-line connector, exposing the underlying armor. No wires were exposed, as the observed damage to the outer jacket did not appear to penetrate the underlying armor layer. Both the armor layer and the clear bionate layer were unremarkable. The controller and in-line connector pins appeared unremarkable. Although a specific cause for the damage to the outer jacket could not be conclusively determined, it did not contribute to a functional issue. The modular cable was connected to a cirris tester in order to test the integrity of its wires. The cable passed electrical testing without issue. The heart mate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) contains information regarding how to clean and care for the driveline. The hm3 lvas IFU also explains how to replace the modular cable. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 2 "system operations" (under "replacing the modular cable") provides instructions on how to replace the modular cable. Section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 "equipment storage and care" (under "cleaning the driveline") states, "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. In addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Sn: (B)(4).

Event description:
It was reported that the patient was admitted with complaints of weakness, dizziness and lightheadedness. The patient was admitted for anemia. Hemoglobin and hematocrit dropped to 9.6 and 32.5. Aspirin and coumadin were placed on hold. A video capsule endoscopy was obtained that showed gastritis and duodenitis, but no signs of bleeding. The patient was given IV protonix and was then transitioned to oral protonix. The patient was instructed to continue the protonix at discharge. Aspirin was stopped indefinitely and coumadin was resumed. The patient had no further complaints, and was discharged to home on (B)(6) 2020 with hemoglobin and hematocrit of 10.2 and 34.4. The patient did not receive any blood products while hospitalized. Upon admission it was noted that the modular cable had visible damage to the mesh, and broken integrity to the cable. The wires inline were exposed. The modular cable was exchanged. Manufacturer report number of pump: 2916596-2020-05092.